Event description:
Caller states the patient tested 3.1 inr on the coaguchek xs system and 2.1 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.